Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered multiple boluses without user input. There was no reported impact to the customer's blood glucose (bg) level. Multiple attempts were made by tandem technical support to perform a pump data review; however, the customer did not respond to follow up requests.